Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct600 18.0 diopter intraocular lens (iol) was implanted in the patient's left (os) eye on (B)(6) 2019. It was later explanted on (B)(6) 2019 due to blurry and visual disturbances. The patient visual acuity pre-operative was 20/60 and post-operative was 20/25. A replacement lens is a zct600 at a lower diopter. Incision enlargement along with suture were performed during the surgery. The customer indicated that the iol was discarded by the surgeon. No patient injury was reported. No further information was provided.